Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn on the arm. It was noted that the cannula was not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.